Event description:
It was reported that there was noise present on the electrocardiogram (ECG) of the programmer and that the keyboard was broken. New cable and ECG patches were used but the noise remained. It was further reported that the programmer had been returned previously for the same issues and the repair was inadequate. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the noise on the ECG. It was noted that the keyboard was broken, the printer drawer was cracked near the latch and the handle covers did not fit correctly because the covers were bowed.